Event description:
It was reported that the pt was revised due to a pain, swelling, wear of the patellar button, and a broken post on the articular surface.

Manufacturer narrative:
Info was received from a user facility who is not required to complete form 3500a. This report will be amended when our investigation is complete.